Event description:
It was reported that the right ventricular (rv) lead of this implantable cardioverter defibrillator (ICD) system had exhibited high out of range shock impedances greater than 200 ohms. During routine follow-up, a commanded shock test was performed and a code 1005 occurred, indicating an open circuit condition. The rv lead and ICD were surgically abandoned and replaced with a subcutaneous implantable cardioverter defibrillator (s-ICD) system. No additional adverse patient effects were reported. According to additional information, this rv lead was explanted and later received by boston scientific for further investigation.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual examination of the lead noted calcification of body fluids on the distal shocking coil along with various points of damage and abrasion along the insulation of the lead, likely due to explant. Resistance and pressure tests were completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were not within normal limits. Analysis determined that the impedance measurements and delivery of tachy therapy may have been impacted by the calcification of body fluids on the distal shocking coil. Calcification, the process in which layers of calcium build up on a surface (e.g., leads), is a patient condition that develops over time in some populations. The mechanism of calcification is assumed to be associated with cell devitalization and accumulation of cellular debris following implantation. Past experience has shown that as calcified material builds up on the electrode surfaces of a lead, impedance measurements increase.

Event description:
It was reported that the right ventricular (rv) lead of this implantable cardioverter defibrillator (ICD) system had exhibited high out of range shock impedances greater than 200 ohms. During routine follow-up, a commanded shock test was performed and a code 1005 occurred, indicating an open circuit condition. The rv lead and ICD were surgically abandoned and replaced with a subcutaneous implantable cardioverter defibrillator (s-ICD) system. No additional adverse patient effects were reported.